Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to peri-implantitis, pain, and abcess. Tooth location 14.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One 3i t3® tapered implant 5/4 x 8.5mm (bopt5485) was returned for investigation with a cover screw threaded in the drive feature. Visual evaluation of the as returned product identified minor wear and debris about the implant threads and drive feature. The implant had no evidence of any damage or malfunction. DHR review was completed for the subject lot number 2017020633. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa sterilization record (op210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2017020633) for similar events and no other complaint was identified therefore, based on the available information, device malfunction has not occurred and the reported events were non-verifiable no further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.